Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. The customer performed a random sample comparison between two analyzers and discovered discrepancies in the sodium results. Patient 1 had an initial na result of 137.8 mmol/l. The repeat result on another analyzer was 131.7 mmol/l. Patient 2 had an initial na result of 139.2 mmol/l. The repeat result on another analyzer was 132.3 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot number is e75_2022 and the expiration date is 26-sep-2023.

Manufacturer narrative:
The field service engineer (fse) found that the flow path was contaminated and performed decontamination. A 21-sample precision test was performed successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.